Event description:
Issue with urine blood results recovering low for a few days. Only the following example was provided: initial result was negative but confirmed to be 10-20 rbc/hpf by microscopic analysis. Initial result was not reported. Field service representative determined the root cause to be bent probe which was adjusted. Performance tests were performed.